Event description:
It was reported that a home patient (hp) experienced a leak at the connection site between the transfer set and patient line of the cassette. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative (tsr) explained to the hp that they would need to start therapy over with all new supplies. The tsr had the hp end the therapy. The hp was to start over using all new supplies. During a follow up call, the patient stated that the transfer set was replaced as a result of the reported event. The hp also stated that they saw a hole at the connection site of the transfer set and patient line, but they were unable to specify which product actually had the hole. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).